Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received

Event description:
It was reported that the customer went rafting with the pump on and the pump became wet. Subsequently, the pump became unresponsive. The customer's blood glucose level was impacted (400 mg/dl). It was confirmed that the customer would use manual injections as alternate insulin therapy.